Event description:
A medical assistant reported that a patient experienced loss of conscious due to hypoglycemia while using a one touch meter. In 2001, pt had breakfast and the pt's morning dose of insulin. After lunch, pt took a nap. Apparently pt became unconscious while sleeping. Family members called paramedics who found the pt's blood glucose at 30mg/dl. Pt was taken to the emergency room where the pt was treated for hypoglycemia. Later, while visiting pt's healthcare provider, the ot meter was noticed to have missing lcd segments. No further information has been reported.